Manufacturer narrative:
(B)(6). Device evaluation: the product was not returned for evaluation. Manufacturing records review: the lot number was unknown; therefore, manufacturing record review and complaint search for the associated production order could not be completed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported a cracked cartridge tip. No patient involvement/injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
In the initial MDR the unique identifier (UDI#) was entered as unknown. This supplemental report provides an updated number: (B)(4).